Manufacturer narrative:
The monitor and electrode belt were returned to the distributor for evaluation. The monitor evaluation has not yet been completed. Device evaluation of belt has been completed at the distributor. The reported problem (patient treatment) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Supraventricular tachycardia (svt) and motion artifact contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient was in the hospital prior to the event, during the event, and remained there following the event. The patient reported being in the hospital for about 3 weeks last month. Patient knows they were resuscitated a few times while in the hospital but does not remember being treated. The patient is no longer using the lifevest. No deficiencies were alleged against the device.